Event description:
During follow-up, the device was unable to be interrogated. Device reprogramming is anticipated but has not been performed yet and the patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an initial remote follow-up, the device was noted to have low battery percentage.